Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, reached a monitoring voltage measurement of 2.65 volts and a charge time measurement of 14.8 seconds, which exceeded the charge time lower limit. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Additional information was received that this device was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.